Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin. The patient received a blood glucose result of 27.0 mmol/l and experienced elevated blood glucose symptoms of being weak and dizzy. The patient was transported to the hospital. At the hospital, the customer was treated for high blood glucose, but the type of treatment given was unknown. The results from the hospital meter were also unknown. At the time of the report the patient was still hospitalized, it is unknown when they will be discharged. The infusion device was requested to be returned for product evaluation.